Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Therefore the UDI field (in d4) was left empty. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: on april 7, 2024, a nurse conducted a test before lending out the ventilator. After connecting the wall power supply (which was not faulty), it was found that the indicator pin of the air compressor did not move and the air compressor did not work. No patient involvement.

Event description:
The report from hospital say: on (B)(6) 2024, a nurse conducted a test before lending out the ventilator. After connecting the wall power supply (which was not faulty), it was found that the indicator pin of the air compressor did not move and the air compressor did not work. The nurse contacted the equipment for repair.

Manufacturer narrative:
Follow-up 1 - additional information: updated entry fields: b1, g6, h1 and h11. The ventilator from hamilton medical, raphael color did not show any malfunction. The affected product was an air compressor which is not from hamilton medical. More information on this air compressor device was not available.